Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the provided data. The manufacturing process for the lead and the ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available status report was analysed including the shock impedance trend curve from october 2017 and april 2018. As reported in the complaint text, the mainly stable curve progression around 65 ohms demonstrated two intermittent outliers to >150 ohms in march 2018 and april 2018, respectively. Based on the provided data, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional information or the devices themselves become available for analysis, the investigation will be updated.

Event description:
Ous MDR - the shock impedance was intermittently increasing and reached out-of-range measurements (> 150 ohms). The lead and device remains implanted and active.

Manufacturer narrative:
The ICD and this lead under complaint were returned and subjected to an extensive analysis. The memory content as well as the therapeutic functionality of the ICD was inspected. Upon inspection of the device memory content, the clinical observation was confirmed. However, a thorough analysis of the ICD proved the device to be fully functional. The visual inspection of the lead revealed multiple abrasion marks, particularly on the df-1 connector. At 4 cm distal to the df-1 connector pin the conductor cable to the shock coil was fractured, which can be considered as the root cause of the clinical observation. The fractured ends of the conductor cable were kinked, indicating a bent position in the implanted state. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. In conclusion, the clinical observation resulted from a fractured conductor cable to the shock coil, most likely due to a kinked position of the connector in the implanted state. The ICD was fully functional.